Event description:
Boston scientific crm received info that this dextrus atrial lead dislodged during the implant procedure, but was successfully implanted. Following the procedure, the lead dislodged overnight. In a revision procedure, the lead was explanted and successfully replaced by a new lead. Event and explant dates were not provided.